Event description:
Reported via journal article. It was reported that there was a device related thrombus. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a watchman flx laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. After the closure device was released, a thrombus was noted on the watchman flx device which was observed to nearly disappear by the completion of the procedure. The patient did not experience any other complications and was discharged on anticoagulation medication. When the patient came in for their 45-day follow-up transesophageal echocardiogram (tee) imaging procedure there was no evidence of any remaining thrombus.

Manufacturer narrative:
B3 date of event - article publish date used as event date is unknown. Literature citation: muller, l., verghese, d., dakkak, w., patel, s. P., axline, m., david, j. S., ... & sharma, d. (2024). Mysterious echogenicities post left atrial appendage occlusion device deployment. Journal of the american college of cardiology, 83(13_supplement), 3696-3696.